Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 388560. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 390977. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 29320864. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient had a fall and complained of pain and burning sensation at the spinal cord stimulator (scs) implant site. When the amplitude was turned up, the patient would get bladder stimulation and warming of the implantable pulse generator (ipg) site. It was also noted that the patient has significant hearing impairment, which directly interfered with effectively operating the rechargeable scs system and in maintaining adequate battery charge and therapy. Database analysis found no anomalies in the battery discharge logs however the root cause of burning sensation at the ipg site could not be determined. The patient underwent an scs system replacement procedure.